Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose after meal announcements while using the ilet, with the caregiver concerned that meal boluses delivered excessive insulin following recent weight setting changes. Symptoms included hypoglycemia with the lowest reported value of 60 mg/dl. Outcomes included self-treatment with oral glucose and no need for professional medical intervention. Investigation included a review of user reports and clinical context. Investigation of this case revealed an unclear cause for the hypoglycemia. It was concluded that the event involved hypoglycemia of unclear cause without injury or hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.